Event description:
It was reported that cadd- pump kit, cadd-solis vip had failed delivery accuracy, during testing. No patient injury reported.

Event description:
It was reported that cadd- pump kit, cadd-solis vip had failed delivery accuracy, during testing. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with cracked lens and bubbled downstream occlusion sensor seal. No error was found in the device ehl (event history log). The customer stated problem was duplicated during testing. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Per the investigation, the cause of the reported problem was due to under infusion. It was recommended as a corrective action to replace the expulsor. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: model number: 2120.

Manufacturer narrative:
Additional information received and attached by ICU medical on 02-mar-2022. All of these occurred in house during testing. No patient involvement.